Manufacturer narrative:
The technical service representative spoke with the customer over the phone and determined that the customer did not have a tight connection to the autofill connector. Once the customer tightened this connection the units worked normally. Unit back in use. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. (B)(4).

Event description:
Customer called in to request a call back from the local stm for a cs300 sn (B)(4). He stated they started to use the pump but it gave autofill errors. They swapped the unit out with second unit sn (B)(4). This unit also gave the same auto fill errors. Incident occurred prior to use on a patient. The unit was replaced with another iabp. No patient injury was reported. Serial number (B)(4): MDR number 2249723-2014-00327, (B)(4).